Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. There was one non-sustained tachycardia episode with v-v intervals less than 220 ms on (B)(6) 2016. Analysis of the device memory indicated t-wave oversensing associated with the rv lead. Intermittent t-wave oversensing was identified in ventricular tachycardia-non-sustained episode 12. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance generally averages approximately 447 ohms, then spikes to greater than 600 ohms (B)(6) 2015, and spikes out of range the week of (B)(6) 2016, then returning to prior levels.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance. The high impedance has since normalized. It was further reported that there was one episode of noise/chatter on the lead. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.